Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: there were no unexplained pump reboot events observed in the black box data. The pump failed a leak test due to a battery compartment leak. There was a battery compartment crack on the side of the battery compartment from the threads down to the case seal. There was evidence of moisture found internally on the main printed circuit board near the motor flex and the battery canister. The pump was run on a 24 hour basal program with no intermittent power occurrences.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion in the battery compartment and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.